Event description:
It was reported that the programmer screen would not move past the logo screen. A black screen with white letters would display at start up. The programmer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer would not boot up. As a result the software was reloaded. It was also noted that the hard drive was replaced and reimaged, the system fan was noisy, the stylus was broken, and the top handle cover was broken. (B)(4).